Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 yrs ago based on the date the manufacturer became aware of the event. D6: explant date: 2024. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7102948. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7102790. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that patient experienced spinal cord stimulator (scs) system not working and was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information could be obtained despite good faith efforts.